Event description:
It was reported that during the device replacement surgery, when the right ventricular (rv) lead was plugged into the new device, shock lead impedances were greater than 200 ohms. Upon inspection of the rv lead the clinician saw what might have been an insulation breach. At that point, it was decided to abandon the lead surgically and replace it with a new one. The new rv lead had a different high voltage connector, thus a new device was also needed. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.